Event description:
The end user called stating she just received a chair yesterday and the chair pops when she moves forward she says the pop is in the big wheel she said. Update: customer called in with serial numbers and states not sure what wheel is making noise. Bought from online company. Provided dealer in area. Update: customer calling back (B)(6) 2014 stating that right wheel beading is coming out in places around rim and customer is able to push in and out.